Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient was experiencing blood glucose excursions while on the pump. The reporter stated that the patient experienced a blood glucose as low as 43 mg/dl with symptoms of a severe headache. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter indicated that the patient was guessing carb counts for boluses using the advanced bolus features, and blousing multiple times at night to account for snacking. The patient was also manually adjusting basal insulin levels during the day. This complaint is being reported as the alleged issue was attributed to use error of the device.